Manufacturer narrative:
(B)(4).

Event description:
It was initially reported there were telemetry issues with the clinician programmer and implantable neurostimulator (ins). It was stated the patient felt a ¿fluttering¿ sensation about two days previous. The patient has had a return of symptoms for about 1 to 2 years. The patient would urinate more. It was indicated that amplitude had been increased from 4.9v to 8v over time to compensate for that. It was noted the ins was sitting in the pocket ¿good¿ and was ¿not tilted.¿ the patient was also experiencing pain on both the right and left hip. The ins was implanted on the right side, and the pain on that side was described as ¿different.¿ it was stated to have hurt over the ins and off to the side. It was later reported that the patient was implanted in one state in 2009 and then moved to another state. During the first year 'sometimes it worked, sometimes it did not work', they (hcp healthcare provider and manufacturer's representative) changed programs and settings many times. The patient started having problems with the device in 2010, a year after the implant. The patient noted: 'machine itself is not functioning because it is not talking to each other, there is no connection between the machine and the instrument, patient programmer, they could not do any changes. They said the machine broke, the battery inside of her body broke'. It was asked: what exactly broke. The patient noted: 'they (hcp) just said it broke inside of her body, it is not working'. The patient had been continuously having pain in her back and leg, she was feeling uncomfortable, the patient was in pain too much. Hcp advised the patient to remove ins and if they do not remove it 'it will give you pain all the time'. The reporter noted the hcp said the device would last for at least 10 years. The patient went to a doctor in (B)(6) 2013 because the device 'was not functioning and responding'. It was noted: 'they talked to manufacturer people and they tried their instrument, it is not working, it is broken inside'. This hcp in advised the patient to find a urologist in the state the patient had moved to and 'they can remove it or decide what to do'. In (B)(6) 2013 the patient went to another hcp. They called the manufacturer's representative and they checked the 'instrument' and 'said the same thing as people in the other state. If additional information is received, a follow up report will be sent.

Event description:
It was noted that it was "burning sometimes" where the device was. It was noted that the patient was unable to make any changes with their patient programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v263404, implanted: (B)(6) 2009, product type: lead. (B)(4).